Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device breakage ("small 3 mm fragment of the left essure device is present."), uterine perforation ("perforation plaintiff pelvic organs, including, but limited to, her uterus or colon"), basedow's disease ("graves¿ disease") and large intestine perforation ("perforation plaintiff pelvic organs, including, but limited to, her uterus or colon") in an adult female patient who had essure (ess205) (batch no. 826882-inv,826688-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and hyperthyroidism. Concomitant products included levothyroxine since 2010. In (B)(6) 2008, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2008, the patient had essure (ess205) inserted. In 2008, the patient experienced incontinence ("incontinence"), alopecia ("hair loss"), visual impairment ("vision problem") and weight increased ("weight gain"). In (B)(6) 2009, the patient experienced urinary tract disorder ("urinary problems or changes"). In (B)(6) 2010, the patient experienced basedow's disease (seriousness criterion medically significant) and thyroid neoplasm ("thyroid tumor"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problem or changes"). In (B)(6) 2015, the patient experienced device expulsion ("expulsion of essure device / migration of essure device: vagina/ malposition of essure device: left coil"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), large intestine perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (hysterectomy (partial) and removal from left fallopian tube) and surgery (removal from left fallopian tube). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, basedow's disease, large intestine perforation, abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, device expulsion, fatigue, incontinence, alopecia, bacterial vaginosis, migraine, headache, nausea, thyroid neoplasm, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial vaginosis, basedow's disease, bladder disorder, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, headache, incontinence, large intestine perforation, menorrhagia, migraine, nausea, thyroid neoplasm, urinary tract disorder, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: essure implants were placed bilaterally, one to two coils were identified on the left and about eight coils on the right after placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. X-ray - on (B)(6) 2015: there are bilateral essure devices on (B)(6) 2015 patient had surgical pathology report resulted in 6 cm long x 0.2 cm diameter piece of coiled of silver wire with a scant amount of embedded pink-tan soft tissue. * on unknown date patient underwent essure confirmation test. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : graves¿ disease lot number report 826882 and 826688 is invalid. Most recent follow-up information incorporated above includes: on 28-aug-2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device breakage ("small 3 mm fragment of the left essure device is present."), uterine perforation ("perforation plaintiff pelvic organs, including, but limited to, her uterus or colon"), basedow's disease ("graves¿ disease") and large intestine perforation ("perforation plaintiff pelvic organs, including, but limited to, her uterus or colon") in an adult female patient who had essure (ess205) (batch no. 826882,826688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and hyperthyroidism. Concomitant products included levothyroxine since 2010. In (B)(6) 2008, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2008, the patient had essure (ess205) inserted. In 2008, the patient experienced incontinence ("incontinence"), alopecia ("hair loss"), visual impairment ("vision problem") and weight increased ("weight gain"). In (B)(6) 2009, the patient experienced urinary tract disorder ("urinary problems or changes"). In (B)(6) 2010, the patient experienced basedow's disease (seriousness criterion medically significant) and thyroid neoplasm ("thyroid tumor"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problem or changes"). In (B)(6) 2015, the patient experienced device expulsion ("expulsion of essure device / migration of essure device: vagina/ malposition of essure device: left coil"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), large intestine perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (hysterectomy (partial) and removal from left fallopian tube) and surgery (removal from left fallopian tube). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, basedow's disease, large intestine perforation, abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, device expulsion, fatigue, incontinence, alopecia, bacterial vaginosis, migraine, headache, nausea, thyroid neoplasm, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial vaginosis, basedow's disease, bladder disorder, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, headache, incontinence, large intestine perforation, menorrhagia, migraine, nausea, thyroid neoplasm, urinary tract disorder, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: essure implants were placed bilaterally, one to two coils were identified on the left and about eight coils on the right after placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. X-ray - on (B)(6) 2015: there are bilateral essure devices . On (B)(6) 2015 patient had surgical pathology report resulted in 6 cm long x 0.2 cm diameter piece of coiled of silver wire with a scant amount of embedded pink-tan soft tissue. On unknown date patient underwent essure confirmation test. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : graves¿ disease. Most recent follow-up information incorporated above includes: on 29-jun-2018: pfs+mr received, reporter added, lot number added , event added as :- abnormal bleeding (vaginal, menorrhagia), autoimmune disorder: graves¿ disease, bladder or urinary problems or changes, dysmenorrhea, expulsion of essure device, fatigue, gastrointestinal or digestive condition: incontinence, hair loss, hormone changes: grave¿s disease, hysterectomy (partial), infection: bacterial vaginosis, malposition of essure device: left coil, migraines/headaches, event "device dislocation" was replaced with event migration of essure device: vagina, nausea, pain, perforation (fallopian tube), tubal ligation, tumor: thyroid, vision/eye problems, weight gain,fragment of the left essure device is present incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device breakage ("small 3 mm fragment of the left essure device is present."), uterine perforation ("perforation plaintiff pelvic organs, including, but limited to, her uterus or colon"), basedow's disease ("graves¿ disease") and large intestine perforation ("perforation plaintiff pelvic organs, including, but limited to, her uterus or colon") in an adult female patient who had essure (ess205) (batch no. 826882-inv,826688-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and hyperthyroidism. Concomitant products included levothyroxine since 2010. In (B)(6) 2008, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2008, the patient had essure (ess205) inserted. In 2008, the patient experienced incontinence ("incontinence"), alopecia ("hair loss"), visual impairment ("vision problem") and weight increased ("weight gain"). In (B)(6) 2009, the patient experienced urinary tract disorder ("urinary problems or changes"). In (B)(6) 2010, the patient experienced basedow's disease (seriousness criterion medically significant) and thyroid neoplasm ("thyroid tumor"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problem or changes"). In (B)(6) 2015, the patient experienced device expulsion ("expulsion of essure device / migration of essure device: vagina/ malposition of essure device: left coil"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), large intestine perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (hysterectomy (partial) and removal from left fallopian tube). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, basedow's disease, large intestine perforation, abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, device expulsion, fatigue, incontinence, alopecia, bacterial vaginosis, migraine, headache, nausea, thyroid neoplasm, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial vaginosis, basedow's disease, bladder disorder, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, headache, incontinence, large intestine perforation, menorrhagia, migraine, nausea, thyroid neoplasm, urinary tract disorder, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: essure implants were placed bilaterally, one to two coils were identified on the left and about eight coils on the right after placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. X-ray - on (B)(6) 2015: there are bilateral essure devices. On (B)(6) 2015 patient had surgical pathology report resulted in 6 cm long x 0.2 cm diameter piece of coiled of silver wire with a scant amount of embedded pink-tan soft tissue. On unknown date patient underwent essure confirmation test. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : graves¿ disease. Lot number report 826882 and 826688 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint (reported batch information is not valid). Incident. No valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device,"), uterine perforation ("perforation plaintiff pelvic organs, including, but limited to, her uterus or colon") and large intestine perforation ("perforation plaintiff pelvic organs, including, but limited to, her uterus or colon") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), large intestine perforation (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had surgery to have the device removed.). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, large intestine perforation and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, large intestine perforation and uterine perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.